Event description:
It was reported that the pump's usb port was damaged and loose resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy but, would revert to an alternative method of insulin therapy if needed.